Event description:
Philips rec'd a report from a customer that the exposure pedal on footswitch is bent due to structural problem of pedestal. Because of this, it is not possible to give exposure by means of the footswitch.

Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to FDA.